Event description:
Reportedly, during the follow-up on (B)(6) 2023, oversensing episodes were observed. Sensitivity value was increased from 0.4 mv to 0.6 mv by the doctor.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. H11. Corrected data: g3.3. Date received by manufacturer changed to 20/06/2023 as investigation finished.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during the follow-up on (B)(6)2023, oversensing episodes were observed. Sensitivity value was increased from 0.4 mv to 0.6 mv by the doctor.